Event description:
It was reported that when using the bd pyxis¿ es server patients and orders were not crossing over, and an error message stating computer & interface issue was displayed. The customer attempted troubleshooting by placing all stations on critical override. However, there were no delay or no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossed over. A technical support specialist (tss) verified device status in remote support service (rss) using one station and all devices were online. Then connected to server and ran the downtime structured query language (sql) query, which showed a 2-hour delay with disconnected flag as 0 and carefusion coordination engine (cce) date and time not current, interface utility deployment also failed. Restarted external messaging service, data sync service 1.0, bd maintenance, and network services, but health site viewer (hsv) continued showing delays, so the issue was escalated to integration engineering support team (iest). Iest dialed into server and confirmed cce services were running with current messages and no queue; further checks on server showed messages current and hsv clear of errors. Customer was informed and later confirmed that the issue was fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.